Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced event from (B)(6) 2026 where patient body was leaner and also had scar tissue at site that led to bent cannula and hyperglycemia. The patient's hyperglycemia was treated by multiple daily injection (mdi).